Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 result for one patient sample. The initial patient result was 100 u/l and was reported outside the laboratory. A few hours later a new sample from the same patient was tested for ldh. The result with an automatic dilution was 1597 u/l. As the customer noted the patient¿s ldh results had been around 1500 u/l, he repeated the initial sample and the result with an automatic dilution was 1756 u/l. There was no adverse event. The ldh reagent lot number and expiration were requested but were not provided. The field service engineer suspected a possible sample issue. He performed a baseline check, checked all probe alignments, and rinsing. He checked cuvette water level, pump pressure, reagent air purge volume, and detergent concentration. All of the checks were acceptable. A precision check was performed on ldh with pooled serum. Results were all in within specification.

Manufacturer narrative:
A specific root cause was not identified. The issue appears to be sample specific. Since quality control was within specification a general reagent issue was not suspected.

Manufacturer narrative:
Additional information was received clarifying patient results. The new patient sample from a few hours later had an initial result of 1491 u/l with a data flag prior to the automatic dilution. The initial sample that was repeated had an initial result of 1612 u/l with a data flag prior to the automatic dilution. The repeat result of 1756 u/l from the initial sample was deemed to be correct. The ldh lot number was 237670 and the expiration date was requested but not provided.